Event description:
A facebook user reported experiencing difficulty sleeping because of her pd catheter. She went to the hospital to have it removed, and now she has stitches on her abdomen. No further details about the issue have been provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).